Event description:
During follow-up, increased capture threshold was observed due to right ventricular (rv) lead cardiac perforation. Diagnostic imaging was performed and confirmed the rv lead cardiac perforation. The issue was resolved by repositioning the rv lead. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was observed due to right ventricular (rv) lead dislodgement. The issue will be resolved by repositioning the rv lead. The patient was in stable condition.